Event description:
It was reported that high, out of range high voltage lead impedance was observed. The lead was capped and the device was explanted. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.